Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent was used to treat a mildly tortuous, mildly calcified lesion exhibiting 80% stenosis in the mid left anterior descending (lad) artery. There was no damage noted to the packaging. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device passed through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. The onyx stent was being removed so an additional pre-dilation could be performed. It was reported that upon removal of the stent, the stent got caught on the guiding catheter and the stent struts were raised. The procedure was completed using two 2.5 x 15mm onyx stents. The patient was reported to be alive with no injury.